Event description:
Info received indicates, the bed is drifting down.

Manufacturer narrative:
The tech found grease build up on the hi/low drive brake assembly. The tech cleaned the hi/low drive brake assembly to repair the bed.